Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message on (B)(6) 2015 at 7:00am. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the message. "About an hour" later, the patient claimed that she developed symptoms of "shaky, headache [and] dizzy". She reported that at 8:00am on (B)(6) 2015 she administered metformin 500mg. The patient was unable to use any other device to test her blood glucose levels as she did not have a backup meter. At the time of troubleshooting, the cca noted that the product was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged error message appeared.